Manufacturer narrative:
No conclusion code available. Final analysis confirmed the field complaint. The unit was not turning on due to a defective ac power adapter. Additional findings revealed burn marks on the main printed circuit board.

Event description:
It was reported that the transmitter was not turning on. The issue was not resolved after various attempts. The transmitter was replaced.